Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in israel as follows: it was reported on (B)(6), 2023, that during a posterior cervical surgery with "synaps" set the three items did not work properly even though the surgeon followed the technique correctly. Sku rod introduct-nstr disintegrated several times during use. Sku hold-sl failed to connect to the screw properly and it appears to be worn at its end. Sku bend-plier f/r ø3.5 it was not possible to bend the rod as expected according to the surgeon. There was no unusual use of the product and these are products that belong to a set that the surgeon has been using for years in this hospital and in other hospitals. Sku hold-sl according to what is visible, it appears to be due to natural wear and tear and the other items have an unknown cause. This is a senior surgeon who knows the technique and was properly instructed. The surgeon overcame the incident by using additional products in the set. There was no surgical delay due to the reported event. There were no patient outcomes or consequences. This report is for one (1) hold-sl this is report 1 of 2 for complaint (B)(4)